Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite secondary set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that 2 occurrences of tubing breaks under the drip chamber.

Manufacturer narrative:
The customer reported breaking under the drip chamber, and returned one unopened set of material 10014881, lot 24119228. Upon initial visual examination, the set had no defects or abnormalities. The drip chamber was firmly intact with the tubing, and when infused with water, there were no leaks or issues found. The complaint of separation could not be verified. The root cause for the reported separation was unable to be found, without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.